Event description:
A high readings issue with the adc device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter and experienced hypoglycemia with symptoms described as sweating in their whole body, felt dizzy and had a seizure. The customer was unable to self-treat and was given sweet biscuits and a sweet cup of coffee. It was further reported that the customer had an electrocardiography, blood sample was taken and was given paracetamol and saline by a healthcare professional (hcp). It was also noted that a blood reading of "over 12" was taken 7 hours between the adc meter reading and the hcp meter reading. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.